Event description:
The micro sagittal saw allegedly ran on its own during testing at the customer. Upon evaluation at the manufacturer it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Manufacturer evaluation did not confirm the run on event; however, the device displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation.